Event description:
Additional information received from the manufacturer¿s representative (rep)reported the patient was upgraded to a wireless recharger which fixed their coupling issue. The neurostimulator was actually only depleted, and not in overdischarge. The patient was able to charge their device and turn their therapy back on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since may the patient has felt like the stimulation has not been the same and they have had a increase in tremors. The patient stated that they are going to try and get their implantable neurostimulator (ins) replaced next year. The patient said that their tremors are so bad that they can't even eat. The patient stated that they were in the hospital in the beginning of june due to sepsis. The patient stated that she wasn't eating or drinking nor was she charging or turning off/on the ins. The patient state that they are seeing a battery in discharged state on the patient programmer (njz124512n). The patient stated that prior to calling patient services (pss) they spoke to their healthcare provider (hcp) who redirected them to the manufacturer to provide further assistance in helping the patient resume therapy. The patient stated that she still has not charged the ins due to seeing the battery in discharge screen on the patient programmer. On the call pss had the patient start a charge session and the patient stated that she is getting poor coupling. The patient stated that she has been getting poor coupling for maybe six months . The caller stated that she has had the recharger antenna replaced before (see rtg0080144). Pss sent an email to repair to replace the recharger antenna. The caller stated that the hcp is 50 miles away and would not be able to go to office to provide assistance in charging the ins and resuming therapy. Pss spoke to a manufacturer's representative to help provide assistance until a new recharger antenna cord can be delivered to the patient. Additional information was received from the manufacturer's representative (rep) stating that it has been more than 50 days since the patient recharged their device. Reviewed physician recharge mode on an older recharger and emailed instructions on physicians recharge mode on wireless recharger.